Event description:
During a pro disc-c procedure the surgeon was inserting the implant with the inserter tip. The tip broke, surgeon retrieved all pieces and the procedure was completed. There was no adverse effect to the patient noted.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review has been requested.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.